Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the reload and handle would not load and lock into place. Second reload was used and it had the same issue. Therefore, the stapler was unable to fire and the surgeon was unable to press the green button and squeeze the handle. A new reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that reload had a full complement of staples. In addition, there was a shipping wedge attached to the reload. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.